Event description:
On february 3, 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
Within the first 10 days of use, the customer reported discrepancies between the sensor readings and their blood glucose (bg) meter measurements.the customer did not mention any values outside their alert levels, and these differences were occurring within the first 10 days after insertion. The difference was more than 20%, which is significant. The customer was educated about the lag time between interstitial fluid glucose and blood glucose, and general statements were reviewed with them, including focusing on trends rather than individual values and always calibrating with a fingerstick bg. Autosync was on during the period of concern, and alerts were visible in the data management system (dms). The issue was resolved through an explanation of the system. The case was escalated for further assistance, and it was determined that the system was still adjusting. The user was advised to allow a few more days for the system to stabilize and to continue entering additional calibrations as requested. The case was closed with the recommendation to monitor the situation and contact support if no improvement was seen.